Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. Since the interbody was retained by the hospital, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. It was also reported that the set screws were found loose during the revision surgery. However, it could not be confirmed if migration of the interbody or instability within the construct contributed to the loading of the set screws, resulting in the perceived looseness. Upon review of the returned set screws, "windshield wiper" wear patterns on the inferior surface of the devices were observed which indicate that they were properly engaged on the rod.

Event description:
On 04.09.2018 it was reported to k2m, inc. That a patient presented with a migrated interbody due to pedicle fracture. Patient was revised on (B)(6) 2018.